Manufacturer narrative:
The correct test blood glucose value was sent from the glucose meter and received by unit under test. The pump communicated properly with the blood glucose meter. No unexpected pump error 4, pump error 15 or error alarms/alerts. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests. The pump had intermittent grey display during testing due to a problem isolated to all electronic assemblies. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay and a peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of display anomaly and pump error alarms. The customer's blood glucose reading was unknown. The customer stated that the pump screen went gray and had trouble. The customer measured a blood glucose value and it could not be sent to the pump. The insulin pump will be returned for analysis.